Event description:
It was reported that the customer received a button error alarm. Customer's blood glucose level at the time 154mg/dl. Troubleshooting occurred. Advised to discontinue use of the insulin pump. No additional information was provided.

Manufacturer narrative:
Pump received with intermittent button response due to corroded keypad traces. No button error alarm during testing. Also received with cracked reservoir tube lip, minor scratched lcd window and cracked battery tube threads.